Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic the customer reported inaccurate sensor readings that triggered a threshold suspend. The customer¿s blood glucose was 90mg/dl and sensor glucose was 40mg/dl at the time of the event, the difference is outside the acceptable range. Suspend on low limit in sensor settings was at mg/dl. No harm requiring medical intervention was reported. Troubleshooting was performed successfully however, the customer will discontinue the use of device.